Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 15000mcg/ml at 3ooomcg/day via an implantable pump. The indications for use were not reported. A possible infection was reported. There was pus in the pocket during replacement. It was unknown if any environmental, external or patient factors may have led or contributed to the issue. Cultures were taken and the pump and catheter were explanted. The issue was not resolved at the time of the report. The patient status at the time of the report was alive, no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump identified no anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.